Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridges would not "click" onto the pump. The contact stated that the hole at the base of the cartridge appeared to be too small. Customer's blood glucose level was not impacted.